Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two adhesive issues on (B)(6) 2026. The infusion set was in use for 3 minutes. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.